Manufacturer narrative:
Updated: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a heart catheter procedure which occurred approximately 8 months and 20 days following the implant of an evolutfx-29 valve, the guide catheter that had engaged the left coronary ostia became caught on the top portion of the evolut. The physician attempted multiple methods to disengage the guide catheter but was unsuccessful. Per the physician, other unspecified complications occurred during the procedure which increased the difficulty of disengaging the guide catheter. Following the procedure, the patient experienced cardiac arrest in the intensive care unit and subsequently died. Additional information was received that per the physician, the patient's underlying medical history of coronary disease was a contr ibuting factor to the death.

Event description:
It was reported that during a heart catheter procedure which occurred approximately 8 months and 20 days following the implant of an evolutfx-29 valve, the guide catheter that had engaged the left coronary ostia became caught on the top portion of the evolut. The physician attempted multiple methods to disengage the guide catheter but was unsuccessful. Per the physician, other unspecified complications occurred during the procedure which increased the difficulty of disengaging the guide catheter. Following the procedure, the patient experienced cardiac arrest in the intensive care unit and subsequently died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.